Event description:
It was reported though a programming history database periodic review performed on (B)(6) 2015 that high impedance was observed on a model 105 generator. History showed that on (B)(6) 2014 the device was interrogated, then programmed and system and normal mode diagnostics were performed resulting in high impedance over 10,000 ohms. The device was then interrogated and programmed off. It is unknown if surgery has been performed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.